Event description:
The customer contacted baxter (B)(4) regarding the interlink continu-flo set in which the product came back up from the secondary bag to the primary bag. The incident occurred during patient use, however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned 95 unused companion samples for evaluation. Functional testing was performed and the reported condition could not be confirmed. Therefore, no assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found.